Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope while eating dinner. The syncopal episode correlated with the time of the auto threshold test. The field representative stated that upon interrogation, the pacemaker appeared to be functioning normally, when reviewing the electrogram (egm) small deflections on the loss of capture (loc) beats were observed. Boston scientific technical services (ts) was consulted and discussed that the blanking is extended for the backup paces for right ventricular auto capture tests and ambulatory loc beats. Ts further discussed that the egm will appear smaller, but that the pacemaker is pacing at 3.5 volts for the backup paces. The field representative stated that the patient did have blood work done and it was shown that she was dehydrated. The rep programmed the right ventricular auto capture off with a fixed value of 3.0 volts.